Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3708 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3708 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and device breakage ("the specimen is received to show an essure wire in the right cornu measuring 27.5 cm in length, the left cornu also shows an essure 5.5 cm wire measuring in length") in a 41 year-old female patient who had essure inserted (lot no. 846832) for female sterilisation. The patient had a medical history of pelvic pain female on (B)(6) 2022 and multiparous in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At an unknown time, she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2011, however it was entered in argus as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus with tubes, bilateral, uterus, cervix and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical information-chronic pelvic pain. Final diagnosis: uterus and cervix with bilateral salpingectomy fallopian tubes, hysterectomy with bilateral salpingectomy. Benign cervix: endo myometrium with no abnormality. Bilateral fallopian tubes with no abnormality. Other findings: the specimen is received to show and essure wire in the right cornu measuring 27.5 cm in length, the left cornu also shows and essure 5.5 cm wire measuring in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 846832) for female sterilisation. The patient had a medical history of pelvic pain female on (B)(6) 2022 and multiparous in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2011, however it was entered in argus as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus with tubes, bilateral, uterus, cervix and fallopian tubes, hysterectomy with bilateral salpingectomy. Clinical information: chronic pelvic pain. Final diagnosis: uterus and cervix with bilateral salpingectomy fallopian tubes, hysterectomy with bilateral salpingectomy. Benign cervix; endo myometrium with no abnormality; bilateral fallopian tubes with no abnormality. Other findings: the specimen is received to show and essure wire in the right cornu measuring 27.5 cm in length, the left cornu also shows and essure 5.5 cm wire measuring in length. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Reporters added, medical history added, lab data added, and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery/ hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2011, however it was entered in argus as (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated to (B)(6) 2011. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.